Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed the product during treatment. A small amount of blood is visible on the dialysate side in the bundle area. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 10 minutes after starting treatment with a polyflux, an internal blood leakage in the circuit was observed. It was further reported that the hollow fiber membrane in the filter broke. The patient received a blood transfusion. No additional information is available.